Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use, the access vessel should be of adequate size and appropriate tortuosity of the insertion of the introducer sheath. If the vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the patient may result.

Event description:
On (B)(6) 2016, this patient was implanted with conformable gore® tag® thoracic endoprosthesis using a gore® dryseal sheath with hydrophilic coating ((B)(4)/15314574) to treat a thoracic aortic aneurysm. After the tag implant, the right external iliac artery (reia) was dissected when the (B)(4) was removed. The reia diameter was around 7.5mm. The physician decided to monitor the patient because the dissection was mild degree. The patient tolerated the procedure. No further information is available.